Manufacturer narrative:
External insulation abrasion was observed 10.6 cm to 10.9 cm from the connector pin, 35.7 cm ¿ 36.2 cm from the distal tip both breaching the optim sheath consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.